Event description:
A (B)(6) pregnant woman presented to the labor & delivery (l&d) with complains of abdominal pain and left flank pain without fever and a fetal heart tone of 145. The patient was diagnosed with minimal left hydronephrosis and upper pole stone. The patient was treated with antibiotics and discharged afterwards. Prior to leaving the patient requested to be tested for covid-19. The nurse performed the nasopharyngeal collection with the swab and upon pulling the swab out of the nares, noted approximately 1.5 inches of the distal portion of the swab was missing, no retained foreign body could be detected on examination. The patient was directed to an ent's office immediately after discharge where the retained portion was retrieved intact. The patient did not experience any noticeable injury, thus no required follow up.